Event description:
The device was returned to the service ctr from the customer contact with a report of "requires maintenance service." This does not indicate a reportable malfunction; however, during verification testing at the service ctr it was noted that the device battery was swollen. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received at the service ctr on 10/09/2014. Testing and investigation found that the battery was swollen. The battery was labeled with date code p3907. The date code p3907 means that the gel electrolyte was formed in the (B)(4) 2007. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase internal temperature during the charging and discharging processes which could also result in swelling of the battery. For high internal battery temperatures the effects may result in deterioration of service life. This report represents all the info known by the reporter upon query by hospira personnel.